Event description:
Caller alleged discrepant precision results with the inratio meter. Results as follows: date: (B)(6) 2010; inratio: >7.5; re-test: >7.5; re-test: >7.5; re-test: 2.9; re-test: 1.2. Date: (B)(6) 2010; inratio: 1.8; re-test: 2.1. Customer reports high results with the inratio meter, all on the same day. Pt called back on (B)(6) 2010 with results comparing the strip lot used on (B)(6) 2010 with a new strip lot.

Manufacturer narrative:
Investigation pending.